Manufacturer narrative:
A visual, functional and dimensional inspection could not be performed as the device was not returned due to hospital policy. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A review of the provided x-ray by a clinician consultant indicated that the root cause of this pi case is cup position with low inclination and absent anteversion that will facilitate dislocation with more extreme range of movement in the hip in combination with a lax capsular structure around the hip further predisposing to dislocation. The event was confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that there was a revision due to dislocation of the liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
It was reported that there was a revision due to dislocation of the liner.